Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00356.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-00355 and 1225714-2013-00356. Additional information has been requested and will be submitted upon receipt accordingly.